Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 30 mg/dl which was treated with food, glucagon shot and juice. Customer stated they had a bad seizure. It was unknown customer using auto mode feature at time of incident or not. The insulin pump will not be returned for analysis.